Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that at the patient's first post implantable neurostimulator (ins) replacement appointment, the patient had increased tremor in their right hand. The patient's daughter did not know when the increased tremor occurred. The ins was checked and impedances were found to be greater than 40,000 ohms on all electrode combinations except c-0 and c-1. The ins was programmed on the left side to c+, 1-, 2-, 3- at 3.4 v with a therapy impedance of 682 ohms. The right side was programmed to 3.7v. The patient lived in a nursing home and they had fallen several times, but it was unknown when the falls occurred. At the time of this report, the ins was on. The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.